Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2024, the patient experienced recurrent dislocations. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a r3 0 deg xlpe acet lnr 32mm x 52mm and a oxinium fem hd 12/14 32mm +0 were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and revealed that the femoral head show signs of significant wear such as scratches and indentation. However, it cannot be confirmed through this inspection that the device had dislocated. The clinical/medical investigation concluded that, based on the limited information provided a clinical root cause to the reported recurrent dislocations could not be definitively concluded; however, patient adherence to post-op restrictions and soft tissue disruption/weakness in the early postoperative phase can contribute to dislocation. It is unknown if the primary implant selection/implantation could have contributed to the reported event. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.